Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon and valve flux testing. The valve did not meet the requirements for leak, reflux, pressure/flow and preimplantation testing. The valve did not meet the requirements for leak testing due to damage to the casing. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ proteinaceous and crystalline debris were observed on the interior of the valve. The instruction for use cautions, ¿shunt obstruction may occur in any of the components of the shut system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿ and ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
There were not any environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, when the valve package was opened, it was found that the valve was broken.